Event description:
Three patients with discrepant calcium results. Repeat testing performed in 2008. Patient 1, initial result 8.1 mg/dl, repeat 8.9 mg/dl. Initial results not reported. Field service rep unable to determine root cause. Performance tests were performed.

Event description:
Three patients with discrepant calcium results. Repeat testing performed in 2008. Patient 3, initial result 8.1 mg/dl, repeat 9.3 mg/dl. Initial results not reported. Field service representative unable to determine root cause. Performance tests were performed.

Event description:
Three patients with discrepant calcium results. Repeat testing performed in 2008. Patient 2, initial result 8.4 mg/dl, repeat 9.3 mg/dl. Initial results not reported. Field service rep unable to determine root cause. Performance tests were performed.